Event description:
The patient reported experiencing elevated blood glucose of up to 520 mg/dl for two days in 2009. The patient's diabetes educator believes the infusion device has an "electronic problem." The patient stated that the infusion device often does not save the bolus delivery information in the device history. The patient's normal blood glucose range is 80-150 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.